Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's power supply, cooling fan, radio transceiver board, and adjusting the front panel antenna. System was safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.